Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while implanting an acetabular shell, upon attempting to reposition the shell, the back end of the inserter sheared off. No extra pieces were generated, or left in the wound. It slowed down surgery 10 minutes, but the shell finally got implanted correctly and the patient was not harmed in the process.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Corrected: h6 (device code). Material twisted/bent was updated to naturally worn.